Event description:
Consumer reports getting erratic readings with their new plink meter when comparing to their old meter. Analysis run on clark error grid using competitive reading (67) as ref. Point vs. Bd readings 117 yielded data points in the d range of the grid, outside of acceptable limits.